Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump buttons were hard to press, insulin squirts out during priming, and had a failed battery test alarm. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test alarm or prime or fill anomaly due to unresponsive button. (B)(4).